Event description:
First used sleep apnea device all night. Device had bad taste to it. Developed a tightness in chest, so limited device use. Then used all night on the (B)(6), which led to laryngitis, then to bronchitis, with fever, sinus pain and diarrhea by (B)(6). The (B)(4) lists acute toxicity symptoms as similar to my own.